Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-110mg/dl fasting. Verified test strips expire 07/21/2018. Test strips storage and open vial date was undisclosed. Reviewed meter memory: (B)(6). Customers concern:358mg/dl 10/01/2015 non-fasting. Customer stating she went to the doctors on (B)(6) 2015 at 9:41am and received a result of 358mg/dl this was not fasting the doctor then told her meter is not registering accurately. The doctor told the customer that the meter memory readings coincide with her expected glucose levels of 85-110mg/dl the customer has gestational diabetes and is not taking any medications to manage diabetes. Customer not satisfied with our product. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-110mg/dl fasting. Verified test strips expire 07/21/2018. Test strips storage and open vial date was undisclosed. Reviewed meter memory: (B)(6). Customers concern:358mg/dl (B)(6) 2015 non-fasting. Customer stating she went to the doctors on (B)(6) 2015 at 9:41am and received a result of 358mg/dl this was not fasting the doctor then told her meter is not registering accurately. The doctor told the customer that the meter memory readings coincide with her expected glucose levels of 85-110mg/dl the customer has gestational diabetes and is not taking any medications to manage diabetes. Customer not satisfied with our product. Adverse event not reported.